Event description:
In 1996, plaintiff was employed in hospital as a patient care technician. While performing their job responsibilities, they were stuck by a syringe needle. Plaintiff began taking medications designed to reduce the risk of and/or delay the onset of such infections. To date, each of the tests performed on plaintiff has been negative and other diseases.